Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving compounded baclofen (150.0mcg/ml at 85.12mcg/day), morphine (6.0mg/ml at 3.4049mg/day), bupivacaine (20.0mg/ml at 11.350mg/day), and clonidine (300.0mcg/ml at 170.25mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that on (B)(6) 2018 the patient reported experiencing withdrawal after three or four days of frequently activating the personal therapy manager (ptm). The event date was (B)(6) 2018. No action was required/taken and the event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.